Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06445. It was reported that the patient presented with feeling of a tingling sensation in their arm while the device mode switched. There was previously noise on the right atrial lead and programming changes were made.